Manufacturer narrative:
Results: the pet lock was broken on the proximal end of its pusher assembly. The embolization coil was intact with its pusher assembly and the pet bump on the distal tip of the pull wire was distal to the distal detachment tip (ddt). The pull wire pet bump was damaged. Conclusions: evaluation of the returned pod coil revealed that the pet bump was advanced distal to the ddt capture feature. If the pod coil is forcefully advanced against resistance, damage such as this may occur. If this occurs and while the pod coil is attempt to detach using a handle, the pull force of the handle may not be able to overcome the force to retract the pet bump back through the ddt capture feature to detach the coil from its pusher assembly. During the functional test, a demonstration handle was attached to the proximal end of the pusher assembly and actuated and the embolization coil did not detach from its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil, a lantern delivery microcatheter (lantern) and a ruby coil detachment handle (handle). During the procedure, the physician advanced the pod coil into the target vessel using the lantern and attempted to detach it using a handle; however, the pod coil failed to detach. The physician then made several additional attempts, but the pod coil would not detach; therefore, the pod coil was removed. The procedure was completed using a new pod coil, the same lantern, and the same handle. There was no report of an adverse effect to the patient.